Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause was not reported. The patient was hospitalized for the event and was treated with unspecified antibiotics(doses, routes and frequencies were not related). At the time of this report, pd therapy was ongoing. Patient outcome was not reported. No additional information is available.